Event description:
Agfa submitted MDR report #1225058-2010-00001 to the FDA on june 7, 2010 for a site in the us. A (B)(6) occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10. (B)(6).

Manufacturer narrative:
An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager. Agfa's investigation into this occurrence of rmat customization has revealed that this specific change had the potential to introduce clinical inaccuracies in patient reports. Specifically: original finding/sentence/short description in the study indication was a follow-up study for "svt" - this was changed to a regular indication of "bradycardia". Potential impact: if the change was made after reports had been generated with the original sentence selected, those reports prior to the change could display incorrect clinical data if viewed in rm or if used as a template for a repeat study on that patient - in this example the two disease states are very different, leading to potential incorrect diagnosis. As stated above, if the change was made after reports had been generated with the original sentence, the expected follow-up study indication would read: "sv", instead, the indication on the report may read "bradycardia" which is very different and on the opposite heart rate spectrum, and not what the physician intended: supraventricular tachycardia (svt" means that from time to time the heart beats very fast for a reason other than exercise, high fever, or stress. For most people who have svt, the heart still works normally to pump blood through the body. During an episode of svt, the heart's electrical system doesn't work right, causing the heart to beat very fast. The heart beats at least 100 beats a minute and may reach 300 beats a minute. After treatment or on its own, the heart usually returns to a normal rate of 60 to 100 beats a minute. Bradycardia simply means a heart rate <60. There has been no reported patient harm for this occurrence. A reportable correction is underway for this issue and has been reported to the FDA via reference #z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting. (B)(4).